Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported during the index procedure it was noted the bifurcate device which was implanted via the left fa covered had unintentionally covered the left and right renal arteries. A doppler confirmed blood flow in the right renal artery however blood flow was noted to be decreased in the left renal artery. The physician performed bypass surgery of the left renal artery to restore blood flow. The physician elected not to perform intervention on the right renal artery. Per the physician the cause of the event was anatomy related and commented that the vessel route below the renal artery was tortuous thus the main body was implanted with push up method causing coverage of the renal arteries. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft fabric coverage of the renal arteries during implant could not be determined from this single post-implant angiogram. CT¿s prior to implant were not provided; therefore, a total assessment of the patient¿s anatomy could not be performed. Complete angiograms during implant, including during positioning, deployment, and delivery system removal of the bifurcate were not available, and the reported event could not be comprehensively assessed. A single returned still angiogram revealed that an endurant ii bifurcate had been implanted into the patient¿s severely angulated neck. The bifurcate was positioned with the proximal fabric just covering both renal arteries. Both renals appeared to be patent. Contrast was seen within the right renal artery; however, there was comparatively less contrast observed within the left renal artery. The stent graft aortic body was angulated at its mid-length (between stent 3 <(><<)>(><(>&<)> <(><<)>)> 4) ~90 deg rt-lt; relative to the flow divider centerline. The bifurcate proximal od measured ~24mm, and ~3cm lower at the acute angulation location the od narrowed to ~17mm. Noticeable stent ring compression/overlap was seen both proximal and distal to the flow divider. No clear endoleak was observed from this single still angiogram. This event appears most likely to have been procedure related. The physician reported using a ¿push up method¿ to deploy the bifurcate which is not following the IFU. It is also likely that the severely angulated neck contributed to the positioning difficulties. If information is provided in the future, a supplemental report will be issued.